Event description:
When attempting to advance a 3.5 x 20 promus stent across a previously stented segment of a saphenous vein graft, the proximal edge of the promus stent became shortened and appeared to be crumpled. This prevented the ability to pull the stent back into the guide for removal. The entire system of stent, wire and guide were removed through the femoral sheath as one unit. The stent was confirmed to be crumpled.